Event description:
It was reported the parkinson¿s disease patient experienced ¿externalization of her left lead.¿ the patient was noted to have had a ¿skin wound (subgaleal right)¿ in the ¿area of the electrode connection with the extension.¿ the patient¿s lead was explanted as a result and they were to be scheduled to have a replacement lead implanted at a later date. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).